Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure(voxel), a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. During the procedure, while ablating in the left atrium, the patient coughed suddenly and violently, and immediately after the cough a significant shift was noted in the geometry, despite the prss all going back to green state. Shortly after the cough, the patient became hypotensive, and ice (viewflex) revealed a pericardial effusion believed to be in the left atrium. A pericardiocentesis was performed to stabilize the patient. The procedure was completed, and the patient was stable at the end of the case. There were no performance issues with any abbott devices the physician believes the tacticath se caused the perforation, he does not allege the shift caused the perforation.